Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device, using the pre-close technique via a 14f sheath, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred, no suture came out. The sutures of two additional proglide devices were successfully preplaced. The sheath size remained a 14f and the tavi procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.